Event description:
It was reported that, "the hospital received simplex with tobra and noticed an odor. After opening the box they realized that one of the vials was broken."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional info becomes available, it will be submitted in a supplemental report.